Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 30mm eemerge¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.